Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's current blood glucose is 118 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with syringes and IV drip. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization within 48 hours. The customer stated that the reservoir compartment had crack. The reservoir was able to lock in place but can easily come out. The insulin pump will be returned for analysis.